Event description:
Before used on patient, a leak in the balloon (maxi ld 7f 25x4 110cm) has been observed. No packaging defect has been noted prior to use. No further information is available.

Manufacturer narrative:
Before used on patient, a leak in the balloon (maxi ld 7f 25x4 110cm) has been observed. No packaging defect has been noted prior to use. No further information is available. (B)(4): one non sterile catheter maxi ld 7f 25x4 110cm was received coiled inside a plastic bag. The balloon was inflated and deflated. No other anomalies were observed in the returned device. The leak test was performed, the balloon was inflated and there was no leakage, the balloon was deflated and no leak was detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon leakage was not confirmed through failure analysis as the balloon was inflated and deflated with no evidence of leakage. With the limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.